Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 780 mg/dl and customer reported that the drive support cap was flush. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer report they did not allege insulin pump was under delivering. The customer was treated with manual injection intravenous fluid. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.